Manufacturer narrative:
(B)(4). Batch # t5d52h. Device analysis: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please clarify, if a complete staple line was delivered? Or if there were staples missing from the staple line? Or if staples were malformed (unformed) on the staple line? When the tissue was "sheared" was this due to a cutting issue with the device (jagged cut or dull knife)? Response: the staple line was flawless.

Event description:
It was reported that during a hemorrhoidectomy, the staple line was deployed, and the device did cut, but mucosa was sheared at ¼ of the circumference. Was sewed by hand. There were no patient consequences.